Event description:
Medical records received were reviewed by a clinician to identify product issues and/or patient harms. Patient received left primary pfc sigma tka to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Primary implant sticker sheet is available on page 11 of the medical records. On (B)(6) 2014, the patient sent a letter to depuy with complaints of a ¿snapping¿ in the knee joint when moving. On (B)(6) 2020, the patient sent a letter to depuy with complaints of pain, emotional distress, and, ¿being restricted in what and how¿ he could accomplish daily tasks. Records indicate the patient was revised due to pain. Upon entering the knee, the surgeon identified and excised pericapsular scar tissue before removing the tibial insert. The femoral component, patella, and tibia were all revised due to loosening at an unknown interface. The patient was then implanted with depuy revision knee components utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2020, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a previous review of the device history records for (B)(4) per (B)(4) did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Final micro and sterility tests passed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy stating he is experiencing "snapping" at his knee joint when walking and when raising his leg.